Event description:
The consumer stated the seat upholstery is sagging. The consumer also mentioned that the seat has two tears in it. No injury or property damage. The serial number wil not pull up. The consumer stated his chair is a trex2. The consumer stated the chair is18x16.